Event description:
Device 1 of 3. Reference MFR reports #1627487-2014-12534, 1627487-2014-12535. Note: device 2 was placed peripheral, off label use. Note: device 3 was placed occipital, off label use. It was reported the physician planned to relocate the ipg due to ipg migration. It was also reported the patient experienced itching at the occipital lead site, off label use. During the surgery, the physician found pus at the ipg and lead sites. Cultures were taken, results are unknown. The physician explanted the scs system. The patient was given IV antibiotics.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.